Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms were noted. No excessive no delivery alarms were noted. The motor tested ok. The pump was received with cracked reservoir tube lip and severely scratched display window during visual inspection.

Event description:
The customer reported via phone call of a motor error and no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had a no delivery alarm and the motor error occurred right after. The customer stated that he received 3 motor errors while bolus. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer was assisted with clearing the alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.